Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the 8015 freezing up while setting up an infusion was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, iui: customer stated while setting up an 8100 to infuse, the 8015 "froze" up. When disconnecting the 8100 and connecting another, an infusion was administered. Requested equipment be quarantined in order to download logs and investigate. Customer stated equipment is still in use and will quarantine. However they do not want to hand us the equipment until they do their own investigation. Will conference call today to learn of their findings. Recently they went through and upgrade and are suspecting software. Customer states after replacing damaged iui's all issues cleared and pm was performed with no issues. Requested customer save the damaged iui's to send in with devices if an investigation is warranted. Customer is awaiting further direction from cad. Upon further discussion with the customer, they do not want to send in the units for investigation. Technical support case will now be closed. No further investigation of this issue is possible at this time, and no patient harm was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was the damaged iui's. Device was not returned to manufacturing facility.

Event description:
It was reported that the 8015 freezing up while setting up an infusion. There was patient involvement but no harm.